Manufacturer narrative:
Immucor assessed the galileo echo instrument test batch files.

Event description:
On (B)(6) 2015, a customer reported an unexpected negative antibody screen on a galileo echo, when tested on (B)(6) 2015.